Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The treatment and outcome of the peritonitis were not reported. At the time of this report, pd therapies were maintained. No additional information is available.